Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher was not gripping board. No adverse events were reported as a result of this malfunction.